Event description:
On (B)(6) 2012, the patient's wife/reporter contacted animas to report that the patient's blood glucose reading was elevated to 560 mg/dl at the ER while his blood pressure was low. The patient reportedly was not feeling well. The patient's insulin pump was giving an intermittent call service alarm 062. When the patient removed battery and reboot the subject pump, the subject pump defaulted to the factory setting. The patient's treatment at the emergency room was pending at the time of the call. The patient had ceased insulin pump therapy at the time of the call and was on the backup plan. The call service issue was not resolved with troubleshooting. There was no report of product misuse. The product was requested back for investigation. This complaint is being reported because the patient had elevated blood glucose reading of 560 mg/dl while on insulin pump therapy while on insulin pump therapy. In addition, the subject pump cannot be ruled out as a contributor.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.